Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported via a stryker employee that he met a patient at a trip in indianapolis. Patient stated that she has been experiencing pain after her tha that took place 7 to 8 years ago. Patient stated her current clinician told her the interface base was shredding. Patient is scheduled for revision. Update as per stryker employee 18-jun-2018: patient is an attorney and was not forth coming with contact information.